Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced recurrent peritonitis. The cause of the peritonitis was not reported. The patient was readmitted to the hospital for the event. Treatment was not reported. Eight days after hospital admission the patient was discharged and was recovered from the event. Physioneal therapy was ongoing. No additional information is available.